Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused a patient to develop cancer and power cord too hot related to a CPAP device's sound abatement foam.there is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings device likely reset,filter clip in blower box.the external investigation showed that there were no signs of contamination on the outside of the device.the device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there was a broken filter clip in the blower box the device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in this device. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jun 16, 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused a patient to develop cancer and power cord too hot related to a CPAP device's sound abatement foam.there is no report of the medical intervention that the patient has received at this time. Additional information was received about the allegation of visualization of particles. Section e1 has been updated in this report.